Event description:
The devices were not used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the devices were spitting clips. This had been noticed before the operation. There was no pt consequence.

Manufacturer narrative:
Damaged jaws. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws: ab-no; damaged jaws, ab-yes; damaged cutter, n/a; damaged feed bar, ab-no; damaged floor, ab-no; damaged handle shrouds, ab-no; damaged other, b-broken lower sh; damaged tip shrouds, ab-no; damaged trigger, ab-no; damaged tube, ab-no and damaged weld seams, ab-no. Functional tests & results: antibackup functional, ab-yes; firing: feed conform, ab-yes; firing: form conform, ab-no; jaws: hold clip, ab-no; jaws: inside width at tips, ab-.182 and lockout functional, ab-yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It appears possible that the damage to the instrument may have been caused by closing the instrument over a hard object. This is evidenced by the damage to the jaws of both of the instruments. Due to the damage to the instruments, both instruments fired and formed the remaining clips non conforming. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assebmly process to ensure the clips feed and form properly.